Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited an alert for high, out of range lead pacing impedances, due to this a lead safety switch was triggered. Technical services (ts) indicated that lv pacing impedance had gradually increased over time. Ts recommended reprograming. The lv lead remains in service. No adverse patient effects were reported.